Event description:
The prosthetic facility reported that a pt of theirs claimed he was injured because his prosthesis broke. The pt was asking for monetary compensation. The prosthetic facility could not verify that unit had malfunctioned. Since the pt asked for compensation, co's insurance co was notified. When new info is available from the insurance co, it will be reported.